Event description:
In aug 2005, kinetikos medical, inc. Was informed of the explant of a wrist fusion system implant on an unreported data following its original implantation (also unreported) owing to pain that resulted from two broken bone screws. The explanted components were returned to kmi for evaluation. No other information was made available by the attending surgeon.